Manufacturer narrative:
Subsequently, a revision procedure was performed, during which, the device was explanted and replaced. The rv lead was left in service with the new device. An attempt has been made to gather additional information about this event, and to have the explanted device returned for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that a high pacing impedance measurement was detected on this transvenous right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d), resulting in a latitude red alert. No adverse patient effects were reported as a result of this observation. Concern was expressed over a possible loose rv set screw.

Event description:
--

Manufacturer narrative:
The device was later returned to our post market quality assurance laboratory for analysis. An initial visual inspection of the device found no anomalies. All set screws were confirmed to be operating normally. A review of device memory confirmed the out of range impedance measurements. The device was then subjected to a series of diagnostic tests that verified normal pacing, sensing and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.